Event description:
It was reported that the patient's pump had not been filled for 6 weeks. It was suspected that the patient may have experienced withdrawal symptoms. The patient went in to have their pump refilled in 2009 and the dosage was cut in half at that time. Two days later, the patient experienced a bupivicaine/morphine overdose and was admitted to the hospital. The patient stated that the pump had been checked and was found to be "turned up to 10." The pump was "turned down to 5" and started to alarm for an unknown reason. Additional information has been requested, a follow-up report will be sent if additional information becomes available.